Manufacturer narrative:
The customer reported complaint for the autopulse platform displaying an error message "system error, out of service, revert to manual CPR" was not confirmed during archive review and initial functional testing. There were no device deficiencies found during evaluation of the returned platform that could have caused or contributed to the reported complaint. During visual inspection, damaged motor and encoder covers were observed. The autopulse platform is a reusable device and was manufactured in 2007; therefore, this type of damage is characteristic of normal wear and tear for the life of the device. No discrepancies were observed during archive data review. The dates in the archive were noted to be corrupted. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The motor and encoder covers were replaced. The correct data and time were reset on the archive data. The platform passed all final functional testing criteria. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint for autopulse sn (B)(4) displaying an error message "system error, out of service, revert to manual CPR" reported under (B)(4). The complaint was reported on 11/23/2015. The defective processor board was replaced to remedy the fault.

Event description:
During shift check, the autopulse platform (sn: (B)(4)) was displaying an error message "system error, out of service, revert to manual CPR". No patient was involved.